Manufacturer narrative:
(B) (4). Biliary stent used in the vascular. (B) (4). Evaluation summary: the stent remains in the pt; the stent delivery system was not returned for evaluation. No discrepancies were reported or observed by the account during the preparation or inspection of the sheathed stent prior to use. A fractured stent prior to use would likely have been detected during an instruction for use (IFU) which states "inspect the stent through the transparent, amber colored delivery system sheath to verify that it has not been damaged during shipment." Additionally, per the IFU, post implant precautions state that the "stent is of open cell design. Open cell design allows each ring to expand independently of the adjacent ring; allowing for good stent conformability at vessel of bile duct diameter changes. Under fluoroscopy/cholangiography the independent ring expansion may appear as a step in the contour of the stent, and be erroneously interpreted as a stent fracture." No photo images were submitted which may have helped in the analysis. The reported stent fracture could not be confirmed; however, it is possible that the stent's fractured appearance is anatomically related. It should be noted that the procedure was in the common to external iliac artery. Per the IFU, the absolute pro .035" biliary self expanding stent system (sess) is intended for palliation of malignant strictures in the biliary tree. During manufacturing all absolute pro stents are 100% visually inspected for stent damage (both internally and externally); 100% dimensionally measured, and 100% radial force tested.

Event description:
Device issue: stent fracture. Time of device issue: during the procedure. Adverse event: intervention. It was reported that during the procedure, the absolute pro 8x40 stent was implanted without difficulty in the long lesion of the common to external iliac artery. Angiography showed the stent was fractured circumferentially. A second absolute pro stent was implanted inside of the first stent to treat the fracture and also covered the remainder of the long lesion as planned. There was no adverse pt sequela. No additional information was provided.